Event description:
It was reported by the rep that when the device, with a reload cartridge, was used during an unknown procedure, an incomplete staple line occurred. The case was converted to an open procedure and the pt lost approximately one liter of blood. The surgeon commented that the vessel may have been calcified in that area, thus preventing proper staple formation.